Event description:
A neurologist reported to our consultant that his handheld computer is unable to hold a charge. All the cables had been checked and connections. The handheld works fine but cannot maintain a charge after being unplugged from the ac outlet. The handheld was returned for analysis and is pending completion.

Event description:
The handheld was received with the ac adapter, serial cable, v6.1 flashcard, and the main battery depleted. The handheld was received without a db9 adapter. An analysis was performed on the handheld. No anomalies associated with the main battery were identified. During the analysis a broken solder connection near the main battery terminal was identified. The broken solder connection created an intermittent connection between the main battery and pcb that could prevent the handheld main battery from being charged by the handheld. No other anomalies were identified. An analysis was performed on the flashcard and the reported allegation was confirmed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.